Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. A supplemental MDR will be submitted as new information is received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 3000tfx 21mm bioprosthetic aortic valve, implanted for 12 years, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve. Post procedure patient in recovery. The implantation data card indicated that the device explant was due to deficiency of the original device.

Manufacturer narrative:
Manufacturer narrative: updated sections a4, b5, b6, b7, h6 component codes, health effect - impact code, health effect - clinical code, device code(s), and type of investigation. Multiple attempts have been made for product return; however, the healthcare provider has not provided any additional details. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. H11 corrected data: based on new information received, this event is no longer considered reportable.

Event description:
It was reported via the implant patient registry that a 3000tfx 21mm bioprosthetic aortic valve, implanted for 12 years, was explanted due to degeneration with extensive calcifications, severe stenosis and severe regurgitation. The patient presented with shortness of breath, and heart failure. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve. The patient expired on pod#3. According to the physician, there was no allegation that the surgical valve prematurely failed. Per the medical records the patient developed cardiogenic shock, liver failure, aki and was diagnosed with a mediastinal sternal fungal infection prior to surgery. An impella was placed for additional cardiac support. Hospice care versus surgery was considered. The patient underwent explant of the 21mm 3000tfx valve , and replacement with a 21mm 3300tfx valve, the impella was repositioned and central va ECMO placed. The pathology report of the explanted 21mm 3000tfx valve showed a degenerative valve with extensive calcification. His post operative course was notable for dic, progressive liver failure, fungal mediastinitis, and dependency on pressors. The patient was transitioned to comfort care due poor prognosis related to multi-organ failure.